Event description:
It was reported via repair work order that the bed lift was not functional due to the lock-out being turned on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lift was not functional due to the lock-out being turned on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with corrected result and conclusion codes as the bed lift was not functional due to the lock-out being turned on. There was no malfunction found with the bed.